Manufacturer narrative:
The pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the top of the reservoir compartment broke off. The customer states the pump does not hold the reservoir in place. The customer also states the o-ring is missing. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.